Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a spinning spiros® closed male luer, purple cap generated a leak during patient use. The reporter stated, ¿leaking between the spiros and the bd maxplus." The sample is available. There was patient involvement, no delay in therapy, no harm as a result of the reported event. There was no death or serious deterioration as a result of the event.

Manufacturer narrative:
Investigation summary: received one (1) used ch2000s-pc spinning spiros connected to one (1) used bd maxplus for inspection. No defects or anomalies noted. The spiros was leak tested per product specifications. There was no leakage. The reported complaint was unable to be replicated or confirmed. The DHR for lot 13490824 was reviewed and no relevant non conformities were found that would have led to the reported complaint.